Manufacturer narrative:
Device was tested using an water fill test reservoir. Device passed the rewind test, prime test, basic occlusion test, occlusion test, force sensor test and displacement test. No air bubbles noted during testing. Device functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir had air bubble. The customer¿s blood glucose was over 300 mg/dl. Customer was assisted with troubleshooting. The customer stated that the insulin pump had no cracks or damage. Customer was able to perform high pressure test at that time. The customer state they performing the high pressure test and insulin pump did not alarm. The customer state they repeated high pressure test and insulin pump did not alarm. The customer state they keep getting air bubbles even after they changed set and reservoir. The customer state they had an air bubble that they flushed out earlier and during the call, there were no more air bubbles left. The customer state they found another block of air bubble which was around 3.5 inch long, located 12 inches from the reservoir. The customer state the approximate size of air bubbles was 1.8 units. Customer allowed for insulin to warm to room temperature prior to filling reservoir. Customer did not have a reservoir plunger available. The customer state they performing the self test and insulin pump passed. The customer state they performing the displacement test and insulin pump passed. The customer state they performing the high pressure test and result was pending. The customer state they did not want to waste tubing and insulin. The device will be returned for analysis.